Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a screen fault. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 14jan2019. Philips field service engineer (fse) confirmed reported problem and replaced the touch screen, the device was returned to full functionality after repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 13may2019. A touchscreen assembly was returned for analysis. Visual inspection revealed yellowing of a single corner, suspected inter-layer delamination/bubbling, and minor surface smudging/ fingerprints. Returned touchscreen was installed into known good ventilator the device would not power down using touchscreen and the device did not pass the calibration procedure. The touchscreen was removed from system and the pin resistances were measured on the returned touchscreen. The calculated pin resistance ratio on the returned touchscreen failed. The root cause was isolated to resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.